Event description:
A discordant low result for myoglobin (myo) was obtained on an advia centaur xp instrument. The result was reported out and questioned by the physicians because it was not plausible with the troponin I (tni) and creatin cinase mb (ck-mb) results. The same sample was repeated on the same instrument and corrected report was sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant myoglobin result.

Manufacturer narrative:
A siemens field application specialist (fas) was dispatched to the customer site. The fas analyzed the data base. Quality control (qc) for myo was in range before and after the event. This is the only discordant result on the instrument in the period. The event cannot be reproduced. The cause of the event is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.